Event description:
It was reported that the patient had a lead replacement on (B)(6) 2012. The patient believed that she was having a laminectomy to replace a surgical lead that her physician "accidentally pulled out" on (B)(6) 2012. The patient's previous leads, non-surgical, have shorted out in the past. The lead implanted on (B)(6) 2012 was recommended to be replaced due to it shorting out. The patient's physician put "8 leads in instead of 4." The patient was told by another physician that the surgical lead was left implanted and not connected to anything. X-rays were taken on (B)(6) 2012 and the patient was told that all of the leads were in place and "it was her fault." The patient did not feel stimulation across the chest when she sat, but felt it when lying down. The patient's leads were placed in the cervical spine. It was planned that the patient was to have a reprogramming session on (B)(6) 2012 but the patient "didn't really care if she was programmed." Additional information received reported that the patient did not have a laminotomy/laminectomy. The patient got a brand new percutaneous lead, and the old one was replaced on (B)(6) 2012. The stimulation was working without issue, whereas previously, it was "cranked all the way up" and the patient felt nothing. X-rays indicated that the old lead had come out of the epidural space. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that everything mechanically was working great and all electrodes were in range. It was noted that the patient was not happy with the coverage, but the doctor was limited on how high he could go due to a previous surgery in the high thoracic region. The next day it was reported that the patients lead was working and she was getting some coverage in her painful area. It was noted that there was not much that could be improved from a "technical perspective." The 2x4 lead was giving the patient coverage across the chest, but the patient did not like it in her arms. Impedances were fine and voltages were moderate. The patient was given a couple of programming groups to try with higher rates. It was also reported the patient complained that the stimulation was making her feel queasy, however it was noted that the patient had a number of gastrointestinal issues. It was also noted that simulation is going across her esophagus and stomach area.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger. Product ID :3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 399930, lot# v173396, implanted: (B)(6) 2008, product type lead. Product ID: 3550-29, lot# n267539, implanted: (B)(6) 2005, product type: accessory. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3887-33, lot# v155239, implanted: (B)(6) 2008, product type: lead. Product ID: 37744, serial# (B)(4), product type programmer, patient. Product ID: 3887-33, lot# v155239, implanted: (B)(6) 2008, product type: lead. Product ID 399930, lot# v173396, implanted: (B)(6) 2008, product type lead. Correction.

Event description:
Additional information was received on (B)(6) 2017 from a consumer reporting that the health care professional (hcp) pulled the laminectomy lead on (B)(6) 2012. The hcp sent them home with discharge orders with enough drugs to kill them on top of everything else. A repair surgeryoccurred in (B)(6) 2012. The consumer called back on (B)(6) 2017 but no new information regarding this event was provided. The patient called back on (B)(6) 2017 but no new information regarding this event was provided.

Event description:
Additional information was received from the consumer on 2017-02-20 reporting that they were calling in regards to the patient letter that they received. It was reported that the hcp pulled the laminectomy lead in 2012 and would not replace it. It was re-reported that the patient was discharged with enough meds to kill them. It was stated that the patient had been placed in a psych ward after surgery.

Manufacturer narrative:
: Product ID: 399930, lot#: v173396, implanted: (B)(6) 2008, product type: lead; product ID: 3887-33, lot#: v155239, implanted: (B)(6) 2008, product type: lead; product ID: 37754, serial#: (B)(4), implanted: (B)(6) 2012, product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient product ID: 37083-40, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 3550-29, lot#: n267539, implanted: (B)(6) 2005, product type: accessory. (B)(4).